Event description:
Same case as MFR report #3005099803-2008-07021. It was reported that following an esophageal stenting treatment procedure, stent migration occurred. The patient had two utlraflex esoph ng prox cvd stn 18x12 implanted in unspecified esophageal locations. At an unspecified time following implant, the patient complained of dysphagia. Esophagogastroduodenoscopy (egd) revealed that the previously implanted stents had migrated into the stomach. The stents were not removed. The patient was scheduled to return for another egd procedure to have 2 additional stents placed. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.